Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Femoral angiogram results noted calcification present at access site. It should be noted that the proglide instructions for use (IFU), in the special population section 8.0 states the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, when the plunger was removed, no suture was present. A second proglide was attempted and the same occurred. The sutures of two new proglides were successfully pre-placed. The sheath was upsized to a 17fr sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.